Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the tubing on four rt021 catheter mounts was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Returned devices: rt021, lot 140623, date of manufacture: 23 june 2014, rt021, lot 140225, date of manufacture: 25 february 2014, rt021, lot 140210, date of manufacture: 10 february 2014,. Rt021, lot 140304, date of manufacture: 04 march 2014 method: four rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed that the tubing cuff was split at the swivel end on three rt021 catheter mounts. Stressmarks were noted on the tubing cuff near the connector on one of the devices . On the rt021 from lot 140623 the connector was found detached and the swivel was detached on the one from lot 140210 . Conclusion: we were unable to determine what may have caused the damage observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with damaged tubing would have failed the pressure test. This suggests that the returned devices were damaged after they were released for distribution. The user instructions that accompany the rt021 catheter mount state: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient."

Event description:
A distributor in (B)(6) reported that the tubing on four rt021 catheter mounts was damaged. This was found prior to patient use.